Manufacturer narrative:
Due to the patient's complex medical and surgical history it is unknown to what extent the bard/davol sorbafix (device #1) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient experienced "enlarged central mesenteric lymph node", as well as, "mild enlarged periaortic and common iliac lymph nodes". It is alleged that the gastroenterologist opined that "it was the mesh". As noted in the actions section of the IFU, "absorption of the fastener is nearly complete after 360 days" however the patient allegations are listed to have commenced approximately 3-years post implant, rendering it unlikely that the bard/davol sorbafix (device #1) is the source of the event. No medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. The actual date of event is unknown, reported as "2017"; therefore, we are using (B)(6) 2017 as date of event. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery to repair his left inguinal hernia and a non-bard/davol tension-free gore tex patch was used. On (B)(6) 2014: the patient underwent surgery to repair a large, right inguinal hernia and a non-bard/davol goremicromesh was used. Patient alleges the second procedure (right side on (B)(6) 2014) failed within 8-10 weeks requiring a third surgery. On (B)(6) 2014: the patient underwent repair of right inguinal hernia with placement of a non-bard/davol covidien parietex mesh. The non-bard/davol covidien mesh was secured with a bard/davol sorbafix (device #1), ref. 0113115, lot no. Huya1810. Ni/ni/2017: during patient's annual routine physical the patient informed his physician that he has been experiencing pain and a tightness/pulling sensation in the area of his previous two (2) hernia repair surgeries. In addition to these symptoms, patient reported a bulge in the area of his surgeries. Patient's physician ordered a CT scan. On (B)(6) 2017: radiology report (in connection with the CT scan) referenced "a mildly large mesenteric lymph node" an "enlarged central mesenteric lymph node", as well as "mild enlarged periaortic and common iliac lymph nodes". On or about mid-(B)(6) 2017, patient met with and was informed by his primary care physician that there were enlarged lymph nodes indicative of "metastatic disease or lymphoma". During the ensuing weeks (approximately 6 weeks), the patient underwent multiple tests including a series of blood test, gi scopes, and a number of medical appointments. On (B)(6) 2017: the patient was informed by his primary care physician that his leukemia/lymphoma test came back negative and that he was cancer free and underwent an endoscopy. On (B)(6) 2017: the patient underwent a colonoscopy. In a discussion with his gastroenterologist, and with the information that his lymph nodes were not cancerous the patient queried the gastroenterologist about his condition and its cause. The gastroenterologist opined that "it was the mesh". Since (B)(6) 2017, and despite the ruling out of cancer, the patient has experienced a myriad of symptoms including without limitation aches, pains, random bouts of fever, high blood pressure (for the first time in his life), an unexplained nerve/burning pains in his testicles and groin, and a sharply diminished libido. Ni/ni/2018: the patient has lost 10-15 pounds and has decreased appetite. Patient has also experienced back pain and fatigue. He now becomes winded and exhausted when taking trash out or walking to the mailbox, task that he could previously do without an issue. CT scans continue to show swollen lymph nodes, patient has a bulge on the right side of his abdomen, with a straining, pulling sensation from the area of the bulge to his right testicle with the slightest amount of exertion. Patient sustained injuries, including without limitation physical injury and, among other things, pain and suffering.